Event description:
It was reported that there was a perforation of the coronary sinuse with the use of the endoplege coronary sinus catheter. Per the sales rep the placement went as planned. "Both tee and fluoro were used and the catheter was finally placed at approx. 40 cm. Good occlusion and ventricularization were noted with 0.5cc in the balloon." The surgeon noted blood in the pericardium when he opened the pericardium. The md was doing a rat avr and did not convert to a sternotomy to do any further exploration as the perforation was mild and self resolved. Retrograde cardioplegia was delivered without incident and a typical bump in pressure was noted. They did use htk instead of blood cardioplegia. No further patient injury. The device is to be returned.

Manufacturer narrative:
Device is currently under evaluation into root cause of the event.

Manufacturer narrative:
Evaluation: the endoplege coronary sinus catheter was returned. Some dried blood was visible on the returned components. The catheter was visually inspected and multiple kinks were found between the second depth marker bands and the fourth depth marker bands. The balloon was inflated with 2 cc of water as in indicated in the IFU. The balloon inflated properly and was able to maintain inflation for over two hours with no defects observed. The eccentricity of the balloon was found to be unacceptable. No abnormalities were observed with the tip of the device. A device history review was performed and no related nonconformities were observed during the manufacture of this lot it is not known what caused the perforation of the coronary sinus. It is stated in the complaint description that the perforation was "mild and self resolved". The patient anatomy and age could have been a contributing factor of the perforation. The root cause of the reported event cannot be determined. This event could not be traced to a manufacturing or design related issue; therefore, a product risk assessment will not be initiated. No abnormalities were observed with the tip of the device. The manufacture of the cannula at the contract manufacturer and the introducer at edwards has been discontinued. These devices have been replaced by the next generation of devices. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.